Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This report will be closed. Received information confirmed that the nail holding screw did not contribute to the event (ref to investigation (B)(4) - thus, concomitant item.

Event description:
It was reported that the nail holding screw got stuck in the nail holding adapter. The surgeon could not get the screw out. Had to use the universal extractor and make perfect circles using drill bit to implant screws.

Event description:
It was reported that the nail holding screw got stuck in the nail holding adapter. The surgeon could not get the screw out. Had to use the universal extractor and make perfect circles using drill bit to implant screws.